Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that maintenance request code #8 occurred during clinical use on the cs300 intra-aortic balloon pump (iabp). There was no patient harm or injury reported.